Manufacturer narrative:
The fractured segment of the guide wire was returned to csi for analysis. Scanning electron microscopy analysis was performed and showed evidence of torsional forces and rotational damage at the fracture site. It is hypothesized that the spinning oad driveshaft made contact with the guide wire spring tip causing the fracture. This is consistent with the provided event details which stated that the oad jumped forward and contacted the tip of the viperwire. At the conclusion of the device analysis investigation, the reported guide wire fracture was confirmed. The instructions for use for the coronary oas warn: "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
During an atherectomy procedure, the diamondback coronary orbital atherectomy device jumped forward and contacted the tip of the coronary viperwire guide wire. The tip of the wire fractured and remained in the circumflex artery. The patient presented to the emergency room the following day with chest pain and it was confirmed that the circumflex was shut down due to stent thrombosis. Reintervention was performed to open the vessel and the wire fragment was removed with a snare. The patient was doing well following the intervention. Per the opinion of the physician, the reintervention was unrelated to the wire fragment as it had been located in small branch and resulted in no hemodynamic interference.